Event description:
Complaint alleged that during transport of patient (age unknown), the clinicians attempted to monitor the patient's heart rhythm, but the device would not power-up. The medics twice changed the device battery, but the device still would not power-up. The unit was also turned off/on, but still did not power-up. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The numerous attempts were made to obtain additional patient information for this event. All attempts were unsuccessful.